Event description:
A user facility reported that their patient sustained a burn at the treatment site following the use of the alma harmony system. Alma lasers inc. Conducted an investigation which determined that the burn had likely occurred due to excessive energy and could result in a permanent scar. Therefore, we are reporting this in good faith. The clearskin handpiece used with the alma harmony system during the treatment was retrieved for inspection as part of the investigation. Upon inspection the device did not meet manufactuer's specification and will be returned to the manufacturer for further investigation.